Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during a routine check this pacemaker was found to be at end of life (eol) in the middle of march. The device was vvi50. The physician was concerned since the previous device check a year ago the device gas gauge was half way and indicated greater than five years. Additional information received that the device experienced premature battery depletion (pbd). The device was explanted and was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The battery depleted normally based on the high atrial output of 5volts (v) with pulse width of 1 millisecond (ms) programmed to provide effective therapy to the patient. Additionally, a series of diagnostic tests verified the performance of pacing, sensing and recording functions and was found to function normally.